Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains in the patient.(B)(4).

Event description:
Treatment of an ischemic stroke (nih5523). During the mechanical thrombectomy, it was reported that the solitaire stent detached on the second pass and remains in the patient. A heavy treatment for anti-aggregation was prescribed to the patient.no other injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
Reference (B)(4) follow-up 1.